Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had a coronary sinus dissection during the initial implant attempt. The patient remained well however this prevented the left ventricular (lv) lead implant from being successful at that time. The lv port on the device was plugged using the cut off. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.